Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer reportedly dropped pump prior to delivery issues; however, alleged no physical damage. Customer¿s blood glucose level was between 133-223 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.